Event description:
It was reported that there was still a decrease in therapeutic effect following a catheter revision. The patient's pain control becomes reduced every 10 days to 2 weeks. The patient had not had this experience before. The catheter was replaced about 2 months after the latest pump change, and another catheter study had been completed by the healthcare provider, however, the results of that study were not reported. The exact date of the catheter revision was not reported. Next steps were to be planned after pump logs were reviewed. No obvious environmental influences were noted. Patient's status was listed as "recovered (not fully)". Additional information has been requested, however, was not yet available at the time of the report.

Event description:
Additional information received reported the patient had intermittent loss of therapy with withdrawal symptoms and other time he felt like he was receiving boluses. The result of the catheter study previously reported was the catheter was patent. The device logs showed no pump errors. The device system was used to deliver sufentanyl. It was also noted the pump was "extremely mobile" and it was possible that the catheter was becoming twisted temporarily on an ad hoc basis. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the physician believed that there were psychological issues that played a role and he was not interested in pursuing surgical intervention. Later it was reported that the pump was explanted and the catheter was left in situ since the catheter study revealed that the catheter was patent and nothing problematic with catheter. There was nothing found on the pump logs and the pump showed no errors; however the patient experienced intermittent loss of therapy with withdrawal symptoms. It was also noted at other times the patient felt like he was receiving boluses. Upon review, it was reported that it was apparent that the pump was extremely mobile and possible that the catheter was becoming "twisted temporarily on an, on and off basis" but the cause of the previous catheter removal was unknown as the patient was under a different provider's care at that time. It was indicated that the patient recovered without sequelae. The drug delivered via pump was sufentanyl.

Event description:
Additional information received reported that the healthcare provider (hcp) was 'not interested' in pursuing any surgical intervention, as it was felt there were 'psychological issues at play'. No further detail was provided. The hcp was also unsure of the cause of the previously reported catheter revision, as the patient 'wasn't under him at the time'. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the pump was replaced. The surgeon asserted that the catheter was patent and has left in "situ" with the new pump. It was noted there was injury. The patient recovered without sequela.

Manufacturer narrative:
Product ID neu_unknown_cath, lot # unknown, serial # (B)(4), product type catheter. (B)(4). Analysis of the pump found no anomaly. The pump passed all non-destructive testing. No anomalies noted in pump logs. Analysis determined no visual anomaly; the pump was functioning per specification and passed all non-destructive testing. Flow testing confirmed the pump was dispensing accurately. There were no safe states, elective replacement indicators (eri) or resets noted during bench testing. The pump alarm was programmed for a 2 tone test where the decibel level was measured and passed; aspiration through the catheter access port (cap) was performed and the process was found to be normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Serial# (B)(4), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.